Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was only getting 4 bars when recharging. The patient stated she was charging more than expected, every two days, and reported that the implant would not charge to 100%. It was stated that the issues have been going on for ¿1 month or 2¿. It was stated that the implant was ¿kind of tilted in pocket¿. It was noted that cycling was not on, and recharge interval calculation showed 5-6 days from 100% to discharged. It was stated that 8840 shows recharging sessions as follows: (B)(6)4hrs 75%,(B)(6) 3.8hrs 75% (B)(6) average coupling of 4 bars. Duration 3 hrs. Interval days 2.1 additional information received reported that the manufacturer¿s representative had not heard back from patient and assumed she was doing fine. Additional information was received from a healthcare professional (hcp). It was reported that the patient had pain at the ins site and failure to charge. The ins was explanted and replaced with a new ins. The explanted generator was discarded. The patient tolerated the procedure well. No further complications were reported.